Event description:
Customer called to minimed on february 29, 2000 and informed that customer, on february 29, 2000 had been unable to prime the silhouette infusion set because there was a leak where the tubing meets the luer lock. Customer believes this is due to an abnormality in the tubing. Customer informed that the set comes from lot no. 51 67 99.